Event description:
Intralipids infusing using 1.2 micron filter extension. IV pump kept alarming occlusion, filter extension changed and lipids infused without alarm. Happened with 3 different patients, 2 saved packaged and have different lot numbers.